Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: red particles in shell, extended opening, underweight. A microscopic analysis was performed which identified: an extended sharp opening on radius side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.